Event description:
It was reported that the tubing of a buretrol set was kinked and caused a complete occlusion. This occurred during infusion of magnesium with an infusion pump. The kink was located between the buretrol chamber and the pump. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.